Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. Final analysis found the complete lead with an implant tool was returned in one piece. Visual inspection and x-ray examination of the lead found damages consistent with procedural damage. Electrical testing found the internal shorts between the conductors due to the over-torqued inner coil at the connector region.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and low pacing impedance were not confirmed. Final analysis found the complete lead with an implant tool was returned in one piece. Visual inspection and x-ray examination of the lead found damages consistent with procedural damage. Electrical testing found the internal shorts between the conductors due to the over-torqued inner coil at the connector region.

Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead exhibited intermittent loss of capture and low pacing impedance. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.